Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracic procedure. The staple loaded onto staple handle but when it was applied to the tissue it could not be fired. It is unknown how the case was completed. No known patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.